Event description:
A response was received from a manufacturer representative regarding patient's complaint of ins is depleted, won't charge and in ove rdischarge. Rep reports patient did not charge his device regularly despite being told that if it went into overdischarge again it would likely need to be replaced. Rep began physician recharge mode in clinic but physician ultimately decided to schedule a replacement as he was sure it had been pulled from overdischarge 3 times already. The issue has been resolved and patient is being scheduled for a replacement battery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative, regarding a patient who was implanted with an implantable neurostimulator (ins). For unknown indications for use. It was reported, that while meeting with pt who reports that their ins is depleted. Pt reports, that they think this is the 3rd time their ins has depleted. Pt reports, that their ins was in over discharge about 2-3 months ago. And they went through 2 of the 60-minute physician recharge sessions. Pt reports, that he left the clinic and is unsure if the recharger showed the normal recharge screen or not, but that he was not able to charge his ins after that meeting. Tss reviewed, physician recharge mode, and mdt rep reports seeing the 60:00 timer. The issue was not resolved through troubleshooting. Mdt rep reports, that they will speak to hcp about the potential of this being the pt's 3rd overdischarge, but will go through a couple of physician recharge modes to see if it will go back to the normal recharge screen. And if she can connect and clear por. Mdt rep indicated, they would call back if further troubleshooting was needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient repeated previously documented information. They need an MRI of their head to diagnose terrible headaches (in service case, agent sent information regarding how to acquire eligibility form for hcp). Patient mentioned they are planning to have their ins replaced, but that has to wait until after they can have surgery pertaining to their cancer. Patient confirmed the ins never worked again after that, and now had not functioned for about 2 years.